Event description:
A us distributor contacted zoll to report that a pt passed away on (B)(6) 2015 while in the hospital. The pt reportedly fell and passed away due to complications from a head injury. It is unk at this time if the pt was wearing the lifevest at the time of passing. The last available downloaded data is from (B)(6) 2014. Equipment has not yet been returned to the manufacturer for evaluation.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4)and electrode belt sn (B)(4) was accomplished through a review of the pt's available downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. The last download was on (B)(6) /2014. Equipment has not yet been returned to the manufacturer for evaluation. Monitor sn (B)(4): 08/01/2014 - reuse. Electrode belt sn (B)(4): 07/01/2014 - initial use.